Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump received replace battery alarm. The customer¿s blood glucose level was 278 mg/dl. The customer did receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the pump alarmed power error 25, low battery alert and power loss alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error 25, low battery alert and power loss alarm due to connector resistance issue on electrical. After disconnecting and reconnecting the internal battery connector on electrical board, the insulin pump was monitored and functioned properly.